Event description:
Additional information received indicates the lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported events of noise and lead damage were not confirmed. Final analysis found a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Correction - d6b - explant date should have been (B)(6) 2021.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that was oversensed by the device. Multiple episodes of inappropriate automatic mode switch were noted. Programming changes were made. The patient was in stable condition and will continue to be monitored.